Manufacturer narrative:
The surgeon reported that he used the same prograsp forceps instrument throughout the entire procedure. Therefore, no product is expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Site history review was conducted on (B)(6) 2021 and again on (B)(6) 2021 and did not show any additional complaints related to this event. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2021 on system (B)(4). It was observed that approximately five minutes transpired from the start of the procedure until the time the surgeon went into following mode. Thereafter, while various tool sensor and other informational messages were recorded, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Prograsp forceps pn: 471093-11 // ln: k10210316-0061 // sn: (B)(4) was recorded in use during the procedure for 0:26:39 minutes, it had 12 of 18 uses remaining, it has not been used in a subsequent procedure at this time, and a site review shows no complaint filed against the instrument. Additionally, while none of the reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is reportable due to the following: the prograsp forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. During a da vinci-assisted prostatectomy procedure on (B)(6) 2021, the surgeon noticed a serosal injury on the ¿outside top layer of the colon¿. The surgeon saw a ¿small serosa tear¿ that was identified ¿later¿ in the procedure but did not know the actual cause of the intra-operative serosal injury because the issue occurred ¿outside the field of view¿. The surgeon did not see it happen but suspected that the wrist joint of a prograsp forceps instrument caught on bowel tissue. The surgeon repaired the affected area by applying one suture. There was no unexpected bleeding and a leak test was not required. The surgeon used the same prograsp forceps instrument both before and after the alleged bowel injury. There were no other reported intra-operative complications. The procedure completed robotically with use of the same prograsp forceps instrument throughout and no reported patient injury. The patient was reported as doing fine post-operatively. The procedure completed robotically with use of the same prograsp forceps instrument throughout yet the surgeon alleged that the wrist joint of a prograsp forceps instrument may have caught on bowel tissue, resulting in a ¿small serosa tear¿ for which one suture was applied to repair during the same procedure. While there is no allegation of a product failure that would be classified as a reportable malfunction, the described event meets the criteria of a reportable adverse event. Although the surgeon did not actually see the injury occur and the surgeon stated that the issue occurred ¿outside the field of view¿, at this time, the root cause of the serosal injury is unknown.

Event description:
It was initially reported that during a da vinci-assisted prostatectomy procedure on (B)(6) 2021, the surgeon sutured the bowel due to ¿a small tear on the outside of the colon¿. It was unknown if there was an allegation of a robotic instrument issue. The surgeon may have questioned if the tissue had been caught in the joints of a prograsp instrument. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted prostatectomy procedure on (B)(6) 2021, the surgeon noticed a serosal injury on the ¿outside top layer of the colon¿. The surgeon saw a ¿small serosa tear¿ that was identified ¿later¿ in the procedure. The surgeon did not know the actual cause of the intra-operative serosal injury because the issue occurred ¿outside the field of view¿; the surgeon did not see it happen. The surgeon said that he could only suspect that the wrist joint of a prograsp forceps instrument caught on bowel tissue. The surgeon repaired the affected area by applying one suture. There was no unexpected bleeding and a leak test was not required. The surgeon used the same prograsp forceps instrument both before and after the alleged bowel injury. There were no other reported intra-operative complications. The procedure completed robotically with use of the same prograsp forceps instrument throughout and no reported patient injury. The patient was reported as doing fine post-operatively.